Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video shows the product during treatment. There are multiple water drops visible, dripping down the filter holder. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a polyflux 14l, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.